Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report high blood glucose. Customer's blood glucose reading is 296 mg/dl. Customer has had shoulder surgery and receiving steroid shots. Customer had a blood glucose reading of 360 mg/dl and decided to go to the hospital for treatment. Nothing further reported.